Event description:
Radiologist was performing the ultrasound core biopsy. She went to fire the marquee needle and the spring did not fully fire. Dr. Was unable to obtained adequate samples and had to use a new needle to obtain samples to send to pathology.